Event description:
Surgeon was placing the acetabular cup implant into the right hip. The cup being placed required the use of an impactor. Once the cup was placed, the surgeon unscrewed the cup impactor from the implant. Once the impactor was out, the surgeon examined the tip and discovered a thread on the impactor was stripped and there were metal shavings. The surgeon removed the visible metal shavings. The procedure was completed without any other issues. The patient was transferred to recovery in stable condition. X-ray of the right hip in recovery revealed a small piece of the metal shavings located at the tip of the trochanter. The surgeon did not try and recover the piece of the metal shaving because it would have caused more harm to the patient.